Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient dropped the ilet, the infusion site dislodged, and the patient was without insulin for several hours until they reconnected and changed supplies with agent assistance; the patient reported using a contact detach 23" 6 mm infusion set. Symptoms included hyperglycemia with a peak blood glucose of 386 mg/dl and alerts for prolonged high glucose. Outcomes included no hospitalization, no medical intervention, no ketone testing, and no immediate adverse health effects. Investigation included troubleshooting and user education. Investigation of this case revealed that the device functioned after reconnection with no alarms or malfunctions reported, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.